Event description:
It was reported that during a labrum repair procedure, the anchor became stuck in the driver and did not come out. The surgery was delayed over 30 minutes, but no additional adverse consequences were reported from this event. The surgeon completed the case with a new anchor. No further patient information is available from customer. This device is used for treatment.

Manufacturer narrative:
The device is expected for evaluation, but has not yet been received. A follow up report will be submitted upon completion of the investigation.